Manufacturer narrative:
The investigation of delivery issues and product damage (cannula kink) has been completed. The impella 5.5 pump was returned and a catheter kink near the motor housing was observed. Delivery issue - the root cause of the delivery issue was most likely patient condition related since the patient had an aortic valve replacement (avr) and both the complaint pump and replacement pump were not able to pass through patient vasculature. Product damage - the root cause of the product damage was most likely a catheter kink due to patient condition since the patient had an avr and both the complaint pump and replacement pump were not able to pass through patient vasculature.

Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This report represents pump 1. Another manufacturer device report will represent pump 2. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella 5.5 with smartassist. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The complainant reported the insertion of an impella 5.5 device from an impella cp device for escalation in therapy for a patient who was admitted in with cardiogenic shock from an acute myocardial infarction was unsuccessful. The plan was to explant the impella cp from the left femoral artery (lfa) and escalate to impella 5.5 via right axillary artery. The physician stated the axillary pocket was deep and a more ¿direct¿ approach to the artery was used. The patient had an aortic valve replacement. The impella 5.5 (pump 1) was primed and setup without incidence. The physician was successfully able to cross the aortic valve with the 0.18 guidewire with the impella cp in place. The impella 5.5 (pump 1) was successfully loaded on 0.18 wire and entered the sheath without difficulty. However, when the physician attempted to advance the impella through the patients vascular, the impella would not drop down. Despite multiple attempts to reposition the device, rotate etc. As well as guidewire change to a v18, the impella 5.5 (pump 1) was unable to advance and would ¿buckle¿ in the patient. Upon removal a notable kink was observed on the catheter proximal to the motor housing. A new impella 5.5 device (pump 2) was opened, primed and setup without a problem. The impella cp was removed from the lfa and the new impella 5.5 (pump 2) was implanted through the right axillary graft and was unable to advance as well. Consequently, the physician aborted implanting an impella device. The physician noted possible direct approach with second device being discussed. The patient was maintained on extracorporeal membrane oxygenation support and was switched to veno-arterial-venous. The patient was reported to be in stable condition following the event.